Event description:
No issue could be found during device history record review. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins as repairs were carried out locally. According to the provided repairs information, the reported event could not be reproduced but the air sensor was replaced as a measure of precaution. Device log was reviewed by brézins investigator and based on those information, no abnormal air alarm/error were detected. All of the alarms were isolated and most of them were linked to alarms indicating the end of bag or the opening of the device door. No technical error linked to a defective air sensor was found. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "air in line" reporting due to the referenced issue. No issues or adverse effects to the patient were reported. More information is needed to complete the investigation.